Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for evaluation. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. The external dialyzer blood leak was observed at the port connection on the header/end-cap. No dialyzer damage was visible. The machine did not alarm. Reportedly, "just a few drops of blood" were noted as being lost at the top of the dialyzer. The patient's estimated blood loss was approximately 5ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The device, which was discarded, is not available for evaluation by the manufacturer.

Manufacturer narrative:
The hemodialysis user facility returned 30 companion f3 dialyzers for evaluation from the reported lot number. The dialyzers were returned sealed within individual prepackaging pouches inside two sealed fmcna cases. All companion samples were then forwarded to the quality systems (qs) dialyzer laboratory for the purpose of visual inspection and external leak testing. One sample failed qs visual examination due to a loose screw flange. The remaining 29 dialyzers passed visual inspection; no damage or additional irregularities were identified. During external leak testing a leak was also noted on the same sample that failed visual inspection. The leak originated from the loose screw flange. No leaks were observed on the remaining 29 companion samples. An investigation of the device manufacturing records was conducted by the manufacturer. During the batch record review a nonconformance was identified. The quality assurance laboratory identified a blood side particulate greater than 0.6 square millimeters. The discrepant dialyzer was discarded. As a result, inspection for blood side particulate was added to an already scheduled rework request subjecting all f3 dialyzers to post production inspection prior to release for delamination and looped o-rings. The completion of the rework did not note any dialyzers with delamination or looped o-rings; however, three dialyzers with particulate were found. All discrepant dialyzer products were discarded. In addition, a CAPA was initiated to investigate f3 dialyzer external leak complaints reported against lot number 15ku04011. Further review of the batch record confirmed the labeling, material, and process controls were within specification. The lot met all release criteria. The reported complaint of an external blood leak is not confirmed as the actual complaint device was not provided to manufacturer for evaluation. Although one of 30 dialyzer companion samples failed qs visual inspection and external leak testing due to a loose screw flange, a definitive conclusion regarding the complaint incident could not be reached without a physical examination of the actual complaint device. The production records were reviewed and all lot release criteria were met.